Event description:
Parent did back to back blood glucose tests for child. Tests were done about three minutes apart, using different finger sticks. The results were 60 and 114 mg/dl. No symptoms were reported. Control testing was not done--initial report noted that both test strips and control solution were expired or had been open for an excessive time. On follow up, the lifescan representative discussed qc, testing techniques and obtaining enough sample with reporter, who does all testing for child who has down's syndrome. No harm was alleged.